Event description:
The respiratory therapy supervisor from a care facility reported, "while connected to patient, ventilator operating, then external remote alarm sounded, therapist immediately manual ventilated the resident. There was no change in residents vital signs at the time of incident. Electric connections checked, found to be properly connected, vent attempted to be turned back on then shut down, again attempted to turn vent on and shut down, and 3rd attempt ventilator powered up and showed charging status. Resident never returned to this ventilator, placed on new back up ventilator". The inop alarm was activated.